Event description:
Synergy china registry. It was reported that stable angina and target vessel revascularization occurred. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending (lad) with 90% stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with symptoms of angina and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was not on any antiplatelet medication. Four days later, the subject was referred for coronary angiography which revealed 90% stenosis from proximal to middle lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was noted to be 0%. Medication was also given to treat the event. Four days later, the event was considered to be recovering/resolving, and the subject was discharged from the hospital.